Manufacturer narrative:
Device evaluated by MFR.: visual inspection noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and passed leak tests. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. However, due to the amount of blood visible in the flush lumen, it was indicated that the blood was able to escape through the leak path during the time of the event. Inspection of the hemostatic valves did not find any defects or abnormalities linked to a potential contribution to the allegation.

Event description:
It was reported that air ingress occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. As the sheath was being aspirated prior to insertion into the patient, air ingress was noted through the hemostatic valve of the sheath. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. As the sheath was being aspirated prior to insertion into the patient, air ingress was noted through the hemostatic valve of the sheath. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.